Event description:
On (B)(6) 2011, the distributor contacted animas alleging that the keypad button presses did not activate desired pump functions. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.